Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.